Manufacturer narrative:
Event summary: visual inspection of balloon catheter, 2af283/67322, showed that catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for thirteen applications. The balloon catheter failed the performance test as it was not recognized by the console. Pressure test and dissection revealed the kink on guide wire lumen at 1.40 inches from the tip inside the balloon also the wire was broken in the place of kink. In conclusion, the balloon catheter failed the performance test due to a guide wire lumen kink and also a broken wire. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.